Event description:
It has been reported to philips that system did not boot up. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system did not boot up. Onsite work order was cancelled, as it is being waited for correct 12 nc to be quoted to customer. Unable to confirm the final disposition of the device because the quotation was not accepted by customer. No further information regarding the issue. No service has been performed by philips as the customer was out of contract. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was corrected.